Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number), e4. Recaptured codes on h6 (type of investigation). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device was observed displayed at the tray; therefore, the investigation wasn't able to draw any conclusion pertaining the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the guide sleeve yell would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 03.037.017. Lot no: 3825p21. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09-feb-2023. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advanced (tfna) procedure, after the placement and blockage of the cephalic implant, the specialist had difficulty achieving compression. The specialist starting manually and then after one turn of the instrument the system clicks and compression was not achieved; it was tried several times. The procedure was delayed for approximately ten (10) minutes. The procedure was successfully completed without achieving compression. This report is for a blade/screw guide sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: a1: (B)(6). H3, h4, h6: part number 03.037.017, lot number 4202p48: manufacturing site: jabil bettlach. Release to warehouse date: february 23, 2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H3, h6: a photo investigation was completed: visual inspection of the returned device found nothing indicative of a device nonconformance. The device was observed displayed at the tray, therefore, the investigation wasn't able to draw any conclusion pertaining the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A functional evaluation was conducted. Multiple assembly and disassembly cycles were performed using the product also returned in this complaint (03.037.016 buttress/compr-nut). The assembly process was successfully completed without any issues or abnormal resistance. According to the surgical technique tfn-advanced proximal femoral nailing system (tfna) se_848157 rev. Af the following instructions are mentioned. Thread the buttress/compression nut onto the guide sleeve, to the black marking. Assemble the yellow marked trocar and the drill sleeve into the guide sleeve. Place the assembly through the aiming arm and through the soft tissue to the bone. Slightly rotating the assembly while pushing through the soft tissue may help facilitate insertion. Advance the assembly until the buttress/compression nut clicks into the aiming arm. Note: the drill sleeve 03.037.018 will not advance as far as the guide sleeve 03.037.017 when pushing the assembly to the bone. Turn the buttress/compression nut counterclockwise to advance the guide sleeve to the bone. Take an ap image to confirm that the tooth on the guide sleeve is just touching the lateral cortex. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the guide sleeve yell would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, product code: 03.037.017, lot no: 3825p21. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09-feb-2023, manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes, however photos were provided for review. (B)(6). Visual inspection of the returned device found nothing indicative of a device nonconformance. The device was observed displayed at the tray, therefore, the investigation wasn't able to draw any conclusion pertaining the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the guide sleeve yell would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code:03.037.017, lot no:3825p21. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09-feb-2023, manufacturing site: jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.